Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the poor image resolution was associated with patient conditions. A cause for the suspected tissue damage cannot be determined. However, tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures.there is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted leaflets and visualization was difficult due to anatomical challenges. Two clips were successfully deployed. Then a third clip delivery system (cds) was advanced to the mitral valve; and the clip grasped the leaflets fine without significant mr reduction. The clip was deployed; however, a residual coloration was observed around the third clip indicating possible tissue damage, but this could not be confirmed. Additional treatment was not performed. Three clips were implanted, reducing mr to 3. There was no clinically significant delay in the procedure. No additional information was provided.